Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 468mg/dl. The customer states they treated the low with manual injections. Troubleshoot was conducted. The customer states one of the cannulas that was removed was bent and bleeding. The customer will be contacting their healthcare provider over shorter cannula. The customer was advised to monitor the device and call back if issues persist.